Event description:
Pt had connected tpn to hickman catheter & tpn had infused approx 30 mins. Pt began to ambulate & discovered that he was bleeding from hickman hub. The sabratek 6060 tpn tubing had broken away from the tubing hub.